Event description:
It was reported that during a supply change the user overfilled the insulin cartridge, the plunger came out, and insulin spilled, after which customer care provided troubleshooting and education to correctly fill the cartridge, check for air bubbles, complete the supply change with the inset, and resume insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no interruption to ongoing therapy after guidance, and no medical intervention or hospitalization. Investigation of this case revealed user handling error during cartridge filling that led to leakage, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.